Manufacturer narrative:
The device was returned for no wireless communication. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that the patient presented in clinic after their implantable cardioverter defibrillator was unable to communicate with the merlin@home transmitter. In clinic, the device was unable to be interrogated by induction or radio frequency telemetry. The device failed the telemetry test. The device was explanted and replaced. The patient was stable post procedure.